Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown morphine drug (1 mg/ml at 0.2mg/d) via an implantable pump. It was reported that the pump implant site had an infection. There were no known environmental/external/patient factors that may have led or contributed to the issue. The physician did evaluation. The patient was administered antibiotics. The pump was removed on (B)(6) 2024. The pump was replaced but the date was unknown. The portion of the spinal segment remain in service. The healthcare provider (hcp) has no further information for medtronic. The issue was resolved.

Manufacturer narrative:
H3 ¿ reduced analysis found that there were no anomalies; therefore, no further destructive testing was required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.